Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited a steadily decreasing pacing lead impedance starting in (B)(6) 2017. Ventricular noise reversion episodes were noted since (B)(6) 2018. An attempt was made to reprogram the lead to unipolar configuration; however, low impedance measurements were still seen. The lead was capped and replaced on (B)(6) 2018. Patient's condition was good before, during, and after the procedure.